Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that while charging the pump battery, the end of the usb cable melted into the pump¿s usb port. Customer was unable to remove the melted plastic from the usb port. Customer's blood glucose was 224 mg/dl. Customer reverted to using an alternate method of insulin therapy.